Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not successfully implanted due to an unknown cause. No new device was implanted. No adverse patient effects were reported. Additional information indicates that the implantable cardioverter defibrillator (ICD) device was not successfully implanted due to placement difficulty, and the patient was not able to tolerate the procedure. No new device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria. Correction to field d5 operator of device. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not successfully implanted due to an unknown cause. No new device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field d5 operator of device. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not successfully implanted due to an unknown cause. No new device was implanted. No adverse patient effects were reported.